Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events after meal announcements, including an event with a measured glucose of 66 mg/dl following a breakfast burrito, and self-treated with oral glucose tablets without requiring third-party medical assistance. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency medical services, and no adverse events. Investigation included a review of product-use history and user feedback. Investigation of this case revealed no device malfunction reported and cause not determined. It was concluded that the hypoglycemic events were user-experienced with unclear etiology and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.